Manufacturer narrative:
Updated b3 date of event update h6 eval code method (fdm/annex b): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following an atrial fibrillation ablation procedure using the sphere catheter, the patient experienced several episodes of vomiting prior to discharge, initially suspected to be related to barrett¿s esophagus secondary to anaesthesia. After returning home, vomiting persisted with more than 12 episodes of dark brown coffee ground material with intermittent blood staining, accompanied by ongoing nausea, mild abdominal discomfort, generalized weakness, lethargy, and dizziness on mobilization. The patient reported a possible collapse episode without recall of losing consciousness. Upon presentation to the emergency room, there was no melaena or fresh blood on examination. Laboratory tests revealed severe vomiting-related electrolyte abnormalities and metabolic alkalosis. Computed tomography (CT) thorax showed a large hiatus hernia with gastric volvulus, possible gastric outlet obstruction, and pulmonary changes concerning for aspiration. The patient remained clinically stable, alert, and comfortable, with bowel opening and no further vomiting.  The patient was hospitalized and experienced a prolongation of hospitalization due to aspiration pneumonia. Nausea medication was administered. On the following day, the patient reported resolution of vomiting and absence of abdominal and chest pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.